Event description:
A malfunction occurred with the pump after it dropped two stories while the customer was working outside. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged to send a replacement pump with updated software to the customer. The customer was instructed to return the problematic pump to tandem using a provided return box and pre-paid label within 10 days to avoid being billed. There were challenges turning off the pump, so the customer was advised to let the battery fully deplete before returning it. The caller acknowledged the need to program settings and connect their cgm to the replacement pump. There was no backup therapy available, so the caller planned to contact their healthcare provider.